Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a distributor regarding a patient who received ziconotide (12.5mcg/ml, 7.699mcg/day) in an implantable pump for an unknown indication for use. On an unknown date, patient heard the critical alarm sound. Upon interrogation, the pump logs indicated intermittent motor stalls. A pump session report dated (B)(6) 2017 indicated 5 motor stalls occurred spanning from (B)(6) 2017. The longest motor stall lasted 11 hours and 51 minutes. The last motor stall on (B)(6) 2017 at 08:38 had no recorded recovery. No patient symptoms were reported. The pump was scheduled for explant on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, (B)(4) found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient symptoms were unclear. The patient suffered a pain crisis, but the "malfunction of the pump" was detected due to the alarms. It was confirmed the pump was replaced on (B)(6) 2017 and was returned.